Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
No blood glucose levels reported. It was reported that the insulin pump of the customer was not recording the information entered for a bolus. The family of the customer would call back for troubleshooting. No additional information was provided.